Event description:
It was reported that the patient experienced chest pains. The physician performed a CT scan and found no anomalies. The physician speculated that the pain may be caused by a positional anomaly of the lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.